Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had been in hospital off and on with progressive heart failure for the past three years. It was noted that while in hospital for his condition, interrogation of the implantable cardiac defibrillator (ICD) on (B)(6) 2019 revealed the patient had atrial fibrillation with rapid ventricular response (rvr) and received an inappropriate shock on (B)(6) 2019 that resulted in ventricular fibrillation. Two additional appropriate shocks restored sinus rhythm. The patient was unstable and remained in hospital. The patient died on (B)(6) 2019. The physician indicated the death was not arrhythmic and not related to device function which is why no programming changes were made at the time of interrogation. The physician did not have any complaints on any device. It had been anticipated this patient was in progressive heart failure, was on do not resuscitate (dnr) and was in the process of passing away.